Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one coil was mal-positioned and the other coil could not be found, never could locate one of the coils / failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perimenopause and gerd. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating."). In 2010, the patient experienced mood swings ("hormonal changes describe: mood"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain, lower back pain") and pain in extremity ("back of legs pain"). The patient was treated with naproxen and zolpidem tartrate (ambien). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, dyspareunia, back pain, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pain in extremity and vaginal haemorrhage to be related to essure. The reporter commented: after first hysterosalpingogram test, a second procedure was performed. She is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes were occluded; in (B)(6) 2008: result: one coil was gone.; in (B)(6) 2010: results: one coil was mal-positioned and the other coil could not be found. Concerning the injuries reported in this case, the following one/ones were described in patient's medical record; dysmenorrhea, low back pain, muscle spasm, abdominal pain. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Events "hormonal changes describe: mood, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), bloating, back of leg pain " were added. Medical history, reporter information, patient and product information were added. Lab data added. Treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil was mal-positioned and the other coil could not be found, never could locate one of the coils / failure to occlude (close) fallopian tube(s)/ migration of essure device-location of device') and genital haemorrhage ('heavy bleeding') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perimenopause, gerd and cholesterol levels raised. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("hormonal changes describe: mood/ hormonal changes describe") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain, lower back pain"), pain in extremity ("back of legs pain") and cyst ("ultrasound, cyst and fibroid") and was found to have uterine leiomyoma ("ultrasound, cyst and fibroid"). The patient was treated with atorvastatin, naproxen and zolpidem tartrate (ambien). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, back pain, pain in extremity, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, mood swings, hormone level abnormal, cyst and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pain in extremity, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. After first hysterosalpingogram test, a second procedure was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes were occluded; in (B)(6) 2008: result: one coil was gone.; in (B)(6) 2009: results: one coil was gone.one of the coils was missing so they placed a second coil.; in (B)(6) 2010: results: one coil was mal-positioned and the other coil could not be found. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, low back pain, muscle spasm, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Added event hormonal changes, cyst, fibroid. Event onset date was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('due to fragmentation of the outer coil into multiple pieces.'), device dislocation ('one coil was mal-positioned and the other coil could not be found, never could locate one of the coils / failure to occlude (close) fallopian tube(s)/ migration of essure device-location of device') and genital haemorrhage ('heavy bleeding') in a 37-year-old female patient who had essure (batch no. 626978,626978,20208778) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, muscle spasm, foggy feeling in head and gravida ii. Concurrent conditions included perimenopause, gerd, cholesterol levels raised, vitamin d deficiency, hyperlipidemia, endometriosis, iron deficiency anemia, obstructive sleep apnea syndrome and uterine fibroid. Concomitant products included ibuprofen, oxycodone and prednisone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("hormonal changes describe: mood/ hormonal changes describe") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("left side expelled"), abdominal pain lower ("cramping"), back pain ("back pain, lower back pain"), pain in extremity ("back of legs pain") and cyst ("ultrasound, cyst and fibroid") and was found to have uterine leiomyoma ("ultrasound, cyst and fibroid"). The patient was treated with atorvastatin, naproxen, zolpidem tartrate (ambien) and surgery (bilateral salpingectomy laparoscopic,dilation and curettage). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, genital haemorrhage, device expulsion, abdominal pain lower, back pain, pain in extremity, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal distension, mood swings, hormone level abnormal, cyst and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, cyst, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, mood swings, pain in extremity, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. After first hysterosalpingogram test, a second procedure was performed. Discrepancy in insertion date noted: (B)(6) 2009. (B)(6) 2010, expiation date provided (B)(6) 2010 and (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes were occluded; in (B)(6) 2008: result: one coil was gone.; on (B)(6) 2009: uterus: normal left: essure projecting half way into cavity, fill and spill right: no fill and spill, essure in place; in (B)(6) 2009: results: one coil was gone.one of the coils was missing so they placed a second coil.; in (B)(6) 2010: results: one coil was mal-positioned and the other coil could not be found.. Ultrasound scan - on an unknown date: result: cyst and a fibroid.; on (B)(6) 2021: recent pelvic ultrasound showed small fibroids, right ovarian simple cyst 2cm, and emc 12mm last period was 16 months ago doctor was unable to do ems in office to evaluate thickened emc due to stenotic internal os and is planning hsc / d+c. Lot number: 20208778, manufacture date: 2009-09, and expiration date: 2012-09. Lot number: 626978, manufacture date: 2008-04, and expiration date: 2010-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-nov-2021: quality safety evaluation of product technical complaint. Event: device expulsion down graded to non serious incident. As reported in source document dated: (B)(6) 2021, left side expelled, 2nd procedure 2010 to replace left essure, neither any intervention or any health impact was mentioned. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil was mal-positioned and the other coil could not be found, never could locate one of the coils / failure to occlude (close) fallopian tube(s)/ migration of essure device-location of device'), device expulsion ('left side expelled'), genital haemorrhage ('heavy bleeding') and device breakage ('due to fragmentation of the outer coil into multiple pieces.') In a 37-year-old female patient who had essure (batch no. 626978,626978,20208778) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, muscle spasm, foggy feeling in head and gravida ii. Concurrent conditions included perimenopause, gerd, cholesterol levels raised, vitamin d deficiency, hyperlipidemia, endometriosis, iron deficiency anemia, sleep apnea and uterine fibroid. Concomitant products included ibuprofen, oxycodone and prednisone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("hormonal changes describe: mood/ hormonal changes describe") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating."). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("back pain, lower back pain"), pain in extremity ("back of legs pain") and cyst ("ultrasound, cyst and fibroid") and was found to have uterine leiomyoma ("ultrasound, cyst and fibroid"). The patient was treated with atorvastatin, naproxen, zolpidem tartrate (ambien) and surgery (bilateral salpingectomy laparoscopic,dilation and curettage). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, device breakage, abdominal pain lower, back pain, pain in extremity, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal distension, mood swings, hormone level abnormal, cyst and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, cyst, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, mood swings, pain in extremity, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. After first hysterosalpingogram test, a second procedure was performed. Discrepancy in insertion date noted: (B)(6) 2009.(B)(6) 2010, expiation date provided (B)(6) 2010 and (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes were occluded; in (B)(6) 2008: result: one coil was gone.; on (B)(6) 2009: uterus: normal left: essure projecting half way into cavity, fill and spill right: no fill and spill, essure in place; in (B)(6) 2009: results: one coil was gone.one of the coils was missing so they placed a second coil.; in (B)(6) 2010: results: one coil was mal-positioned and the other coil could not be found.. Ultrasound scan - on an unknown date: result: cyst and a fibroid.; on (B)(6) 2021: recent pelvic ultrasound showed small fibroids, right ovarian simple cyst 2cm, and emc 12mm last period was 16 months ago doctor was unable to do ems in office to evaluate thickened emc due to stenotic internal os and is planning hsc / d+c. Most recent follow-up information incorporated above includes: on 2-nov-2021: mr received. New event added: left side expelled. Concurrent conditions, concomitant drugs, lab data, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil was mal-positioned and the other coil could not be found, never could locate one of the coils / failure to occlude (close) fallopian tube(s)/ migration of essure device-location of device') and genital hemorrhage ('heavy bleeding') in a 37-year-old female patient who had essure (batch no. 626978,626978,20208778) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain and muscle spasm. Concurrent conditions included perimenopause, gerd and cholesterol levels raised. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("hormonal changes describe: mood/ hormonal changes describe") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating."). On an unknown date, the patient experienced genital hemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain, lower back pain"), pain in extremity ("back of legs pain") and cyst ("ultrasound, cyst and fibroid") and was found to have uterine leiomyoma ("ultrasound, cyst and fibroid"). The patient was treated with atorvastatin, naproxen and zolpidem tartrate (ambien). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, back pain, pain in extremity, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, mood swings, hormone level abnormal, cyst and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, genital hemorrhage, hormone level abnormal, menorrhagia, mood swings, pain in extremity, uterine leiomyoma and vaginal hemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. After first hysterosalpingogram test, a second procedure was performed. Discrepancy in insertion date noted: (B)(6) 2009.(B)(6) 2010. Expiration date provided mar-2010 and sep-2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes were occluded; in (B)(6) 2008: result: one coil was gone.; on (B)(6) 2009: uterus: normal. Left: essure projecting half way into cavity, fill and spill. Right: no fill and spill, essure in place; in (B)(6) 2009: results: one coil was gone.one of the coils was missing so they placed a second coil.; in (B)(6) 2010: results: one coil was mal-positioned and the other coil could not be found. Ultrasound scan - on an unknown date: result: cyst and a fibroid. Most recent follow-up information incorporated above includes: on 3-jun-2020: medical records recived and other, reporter, patient demographic, lot number, and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.